Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 51-63 mg/dl. Reportedly, the customer delivered a bolus to cover a meal, however, the customer did not end up eating the full amount of carbohydrates that were initially bolused for. Customer consumed carbohydrates and rested to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.